Manufacturer narrative:
(B)(4) intuitive surgical, inc. (Isi) received the 8mm large hem-o-lok clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. The 8 mm large hem-o-lok clip applier moved intuitively with full range of motion in all directions. Clip test was performed and failed. The instrument was unable to successfully clip onto the tubing during in-house testing. For clarification, the grip tips were able to hold the clip. No grip misalignment. The instrument was found to have multiple input disks cracked. Hairline cracks were found on grip input disks. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for the 8mm large hem-o-lok clip applier (470230-12/n10191125-0063) associated with this event has been performed. Per logs, the 8 mm large hem-o-lok clip applier (470230-12/n10191125-0063) was last used on (B)(6) 2020 on system sk0506. No image or video clip for the reported event was submitted for review. This complaint is reportable due to the following: the endowrist 8mm large hem-o-lok large clip applier is intended to be used with the da vinci system for the application of large weck hem-o-lok polymer locking ligation clips for ligation of vessels and tissue bundles ranging in size from 5¿13 mm in diameter. Based on the information provided at this time, this complaint is being reported because an 8mm large hem-o-lok clip applier instrument incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to a patient (the issue was identified during system set-up), the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that prior to starting a da vinci-assisted procedure the customer had issues with the 8 mm large hem-o-lok clip applier not working with clips during setup. The procedure was completed with no patient harm. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the 8 mm large hem-o-lok clip applier instrument issue was identified during setup. It was not used in the procedure and not used on the patient. Therefore, patient-related information is not applicable. Also, the instrument was found to have damage at the grip/tip area that may have prevented proper clip installation.